Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.010.500, lot t190754: manufacturing site: tuttlingen. Release to warehouse date: june 23, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: both devices were found to be jammed/ locked. Further observation shows that the blue handle is broken off at the proximal end and it was returned. Both devices were found to be jammed/ locked, could not be disassembled. The complaint is confirmed. The exact cause is unknown. It is likely that excessive force might have applied which caused the broken condition of handle therefore the movable sleeve can no longer be retracted, which may lead to reported failure. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a couple of pieces of set stuck together, its defective. The sales consultant just received the new set and was putting it together when he noticed. There was no patient involvement. This report is for one (1) silicone handle with quick coupling. This is report 1 of 2 for (B)(4).